Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the pyxis was in a boot loop. The field service engineer (fse) determined that the customer had inspected the medication station and had reported no issues. The system functioned as intended after the customer checked the device and found it to be working.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es frontline staff experienced a boot loop between approximately 14:50 and 15:00. One pyxibus connection appeared slightly loose but was confirmed to be fully inserted, and the power cord was inspected, found not to be frayed, and reseated to ensure proper connection. After the device entered a boot loop during a login attempt, a hard reboot was performed using the rear power switch. The failed drawer and cubie contained hydromorphone being accessed at the time the issue occurred were then recovered, after which nursing staff were able to successfully log in and access the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.